Manufacturer narrative:
Lot number of product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Neuropathy (provisional diagnosis) [neuropathy peripheral]. Diagnosed with excess zinc [hyperzincaemia]. Copper depletion [copper deficiency]. Profound and permanent neurological injuries [neurological complication from device]. Profound and permanent injuries/physical injuries [injury]. Case description: an attorney reported that their client, an adult female age (B)(6), used (and ingested) fixodent denture adhesive, version unk cream or super poligrip denture adhesive cream since receiving denture approx 16 years ago, in 1993, last known use in 2009, and has suffered from profound and permanent neurological injuries, profound and permanent injuries/physical injuries, and was diagnosed with neuropathy attributed to excess zinc and resulting copper depletion in 2009. She has rec'd and will continue to receive unspecified medical care and treatment. Because of the events, the client had disabilities and was unable to perform her normal, customary and daily activities. The case outcome was not recovered/not resolved. No further info was provided.